Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the handle for the needle fell apart after the first pass. A second needle was used to successfully complete the procedure. Surgical time was not delayed by more than 30 minutes and there was no adverse event.